Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous right coronary artery (rca). The 3.5x12mm xience xpedition stent delivery system (sds) was successfully advanced to the target lesion without resistance; however, during inflation, it was noted that there was no stent implant on the balloon. The sds was deflated and removed without resistance noted. Fluoroscopy was performed and reportedly, the stent implant was not found anywhere in the patient. It was assumed that the stent implant had dislodged prior to the sds entering the patient. However, there was no resistance noted during removal of the sds from the dispenser coil and no resistance noted during removal of the stylet and protective sheath. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another 3.5x12mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgement reported from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.